Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for malignant pain. It was initially reported that the patient presented to the emergency room (ER) with fear of withdrawal on (B)(6) 2019. The patient wanted their pump interrogated for a motor stall. No stalls were seen in the logs. The issue was not resolved at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was unknown. No surgical intervention occurred, and no surgical intervention was planned. The patient's status was noted as "alive-no injury." Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but would not be made available. No further complications were anticipated/reported. Additional information was received via a consumer on (B)(6) 2019. It was reported that prior to implant, everything was gone from t1-s1 blown out, l4,5, and 3 damaged and c5 was blown in the patient¿s neck. It was further noted that some days the patient experienced a pain level of 8, 9 or 10. The patient felt burning in his back and had went to the emergency room (ER) for help. It was noted that the ER was livid because they couldn¿t get a hold of the patient¿s pain management doctor and the medicine in their pump was expired. It was noted that morphine lasts 180 days and the patient¿s medication was at 192 days and that ¿someone dropped the ball." It was further noted that before his hcp left, his medication was at 2.9 at a 20% concentration and it was good; their pain level was at a 2-3 depending on what they were doing that day. The pump was noted as having administered hydromorphone. It was indicated that this pump had saved the patient¿s life. Lately however, sometimes the patient was balled up in a ball on the floor crying because he was in so much pain. The patient blood pressure was being affected because of his pain level. The patient blood pressure was 194/114 and his general healthcare provider (hcp) wanted to admit him, but the patient stated, ¿if I'm going to die, I don't want to die in a hospital." The date of the event was (B)(6) 2019. It was noted that the hcp believed the patient¿s "receptors are full¿ and they were trying to wean the patient off the medication. It was indicated that you don't leave a person in that kind of pain and they told the patient¿s wife to stop calling because she called everyday asking for help. The patient wanted to go to the ER on (B)(6) 2019 and the patient was trying to hold his composure. It was further reported that the patient had lost their healthcare provider (hcp) in (B)(6) 2018 and since had issues with hcp¿s and his pump. The patient¿s current hcp thought there may be a possible granuloma. The date of the event regarding the possible granuloma was (B)(6) 2019. The hcp did magnetic resonance imaging (MRI) on (B)(6) 2019 to see if there was a granuloma present on the catheter, but the hcp had not reviewed results with the patient yet. It was further noted however that the hcp stated the patient had a granuloma and ¿let¿s turn meds down to 2.1, which is a lot¿ and they put their bolus up to 6 with the hope of pushing the granuloma off the end of the catheter. The patient had a dye study done; results of the test were not specified. The amount of meds taken out of the pump at refill was correct, but the hcp did not know where the medication was going. It was indicated that a company representative was made aware on (B)(6) 2019 of the possible granuloma at the hcp appointment. It was further reported that the patient¿s pump stalled on (B)(6) 2019 during the MRI. The drug currently in the patient¿s pump was hydromorphone/dilaudid at a 20% concentration at 2.105 mg/day. A patient activated (pa) infusion bolus of 0.300 mg at 3. 869 a day was further noted; which was 6 times per day with a lockout interval of 3 hours. The old drug in the pump was hydromorphone at a 10% concentration and dose rate of 2.105 mg/day. The patient was having difficulties finding an hcp to refill their pump; d rug was indicated as being fentanyl and bupivacaine. The patient¿s pump needed a refill (implied as needed a refill on (B)(6) 2019) and the patient was currently hearing an alarm on the pump. The patient had contacted 61 physicians and none of them would refill his pump. The patient had contacted physicians from the listings that were sent to him and he traveled to his current hcp¿s office and filled out paperwork, but the physician said he would not fill his pump because he was not comfortable with the dose of his medication. The patient was willing to travel to find a new physician. Additional information was received from a company representative on (B)(4) 2019. It was indicated that they knew this patient has had some issues recently. It was noted that the patient lives quite a distance from where his current care is being provided. The patient was described as having been reluctant to comply with office visits, etc. Due to the distance. On 2019-apr-10, the company representative further reported that they were unaware of the patient getting an MRI scheduled and was not aware of any potential granuloma. The company representative had not received any information about the results of the MRI.